Event description:
It was reported that during central processing, that the fenestrated bipolar forceps instrument had a nick in the cautery wire. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a nick in the cautery wire. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to replicate and confirm the reported complaint. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley near the distal clevis. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument delivered energy with no signs of arcing on 3 out of 3 attempts. There were no signs of thermal damage. The complaint regarding a nick in the cautery wire was confirmed by fa, which indicates that the device did contribute to the customer reported issue.